Event description:
The report received from the cordis clinical study indicated that fifty-five months after receiving two cypher stents, overlapping in the mid left anterior descending coronary artery a patient experienced restenosis within 5mm from stents. Patient had gone in for coronary angiography due to angina. Although there was no instent restenosis, the 80% stenosis reported was within 5mm from the implanted cypher stents, which remained patent. The patient subsequently underwent a coronary bypass surgery in which three coronary arteries were bypassed.

Manufacturer narrative:
This cypher (rapamycin) drug-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of two products involved in the same patient and reported under manufacturing number 9610978-2007-00175 and 9610978-2007-00176. Additional information will be submitted within thirty days upon receipt.